Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, duplicated the event and identified that the issue was caused by physically damaged exhalation flow sensor bulkhead connector. Typically, this type of damage is caused when the flow sensor locking sleeve is not retracted prior to pulling off the flow sensor. The customer was reminded by field service that the exhalation flow sensor locking sleeve needs to be fully retracted prior to removing the flow sensor from the device. Not related to the reported event, the o2 sensor needed to be replaced due to a check o2 calibration error and the blender needed to be calibrated in order to bring the o2 delivery into specification. The carefusion field service representative replaced the affected components and per the service manual, ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. Carefusion sent an email to the customer seeking additional information concerning the reported event and the condition of the patient. As of june 17, 2015 there has been no response from the user facility.

Event description:
Customer reported that the exhaled volumes were reading low out spec while on a patient, this ventilator was just set up on the patient when they noticed the problem. The ventilator was removed from the patient and the patient was placed on another ventilator, they claim there was no harm done to the patient. They replaced all external parts on the exhalation side including the patient circuit and the problem was not corrected.